Manufacturer narrative:
Product failed wet test. Flow went off the scale when pressure was set to 60 mmhg and flow was set at 2.5 l/m. Raw output (sb 0.0 +\- 15mmhg) of transducer p1 is 144.0 mmhg. Root cause of flow malfunction is defective transducer p1 sn: (B)(4).

Event description:
Patient experienced swelling in joint during shoulder procedure; shoulder hard as rock; pump set at 20 and pump was still going crazy; set at 20 fluid flew 4 feet in air. Surgeon had to open shoulder to finish the case. Further information stated male patient was released and recovering normally.